Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2007. Ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and short v-v intervals on the right ventricular (rv) lead . The rv lead had also exhibited intermittent undersensing. In addition, high pacing thresholds were observed on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.